Manufacturer narrative:
Company rep evaluated the unit and replaced the system switches.

Event description:
Customer reported that the panorama central station was having signal loss which may have affected telemetry monitoring. No pt injury reported.